Event description:
The customer reported that the surgeon stated that the balloon of the tube is broken. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
4247 (appropriate term/code not available): undetermined. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for the investigation, but two photos were provided. The affected component is supplied by an external supplier. As a result, a complaint notification was sent to the provider to initiate an investigation. The photos were reviewed and show a possible balloon burst or tear. However, the root cause of the reported condition could not be determined based on available information, the physical sample is needed for further investigation. If the sample is received at a later date, the complaint will be reopened and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.